Manufacturer narrative:
Continuation of d10: 439888 lead; implanted: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp). It was indicated that the patient was in a persistent, slow atrial flutter which was symptomatic with thumping in their chest. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) was tracking the atrial flutter and pacing was running the patient¿s heart rate up to the upper tracking rate causing an increase in palpitations. The patient¿s at/af interval was programmed to a much lower rate but the patient saw an increase in palpitations because the arrhythmia rate was too slow the crt-d was not trying to pace out of the arrhythmia. The treatment zone was then lowered and they were able to pace the patient out of the slow atrial flutter, however the patient became symptomatic again with thumping in their chest and was paced out of the rhythm again. Adjustments were made to increase the effectiveness of atrial arrhythmia therapies and medication options were discussed to treat the patient¿s underlying arrhythmia. The crt-d remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.